Event description:
Patient for ercp for cholangitis. Flower wire basket was used to grasp the stone but failed to crush and/or remove the stone. The basket was stuck in the distal cbd. Attempted to break basket with emergency handle without success. Was eventually removed from cbd after stone fragmentation with spyglass/laser.